Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while opearting the axiom artis zee biplane system. During an emergency neuro case, no 3d run and no movement was possible resulting in delay of the procedure. The operator turned off the system in order to reboot. Following the system restart the system operated correctly and the procedure was completed. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software positioning behavior. The investigation showed that the standard movement as well as fluoro and acquisition were fully functional on both planes, at all times. Only the 3d-run of the system, which is needed to make 3d-images, was temporary not possible because of a software positioning behavior. After reboot and manual system repositioning the 3d-function worked properly. No parts were exchanged on site and the error did not reoccur. The manufacturer is not considering any further measures resulting from this investigation event as the 2d functionality was available at all times and no problems were communicated after repositioning and restarting the 3d functionality.